Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the nurse was advancing into the vein, the metal sharp was perforating through the flexible tubing that remained in the vein. The event occurred at the (B)(6). There was no medical intervention required. The outcome of the event was resolved. Additional stick to obtain piv access (right posterior hand). There was a patient involvement and unknown patient harm.

Manufacturer narrative:
H6: codes were updated. One photo of sample was received with complaint for analysis. The returned photo displayed the blister top stock confirming affected product lot number. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.